Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the thunderbeat device failed. After troubleshooting the device it still did not work. After replacing the equipment, the procedure was successful. The failure and delay caused no actual patient harm. FDA safety report ID# (B)(4).